Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the up arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up # 1 06/14/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/15/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or damage. The contrast and up arrow keypad buttons have intermittent response and require excessive force to evoke a response. All of the other keypad buttons are responsive with normal spring back or click. The keypad was removed for investigation and revealed visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed a discoloured display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, a no cartridge warning was observed during the load step function. No prime warnings were observed in the black box history. During evaluation, the force sensor was found to be out of calibration and the sensor resistance was found to be outside of specifications.